Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred [100] retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were subjected to functional testing and all product met specifications. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after functional testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer pst gel and lithium heparin (lh) blood collection tubes that the top becomes loose when placed back in the tube. No patient impact reported.